Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
It was reported that "original surgery took place in february. Corpectomy at c6, fusion from cs-c7. Vboss was vbr used and reflex hybrid was the cervicalplate. Pt saw dr (B)(6) in november for post op f/u. A plain x-ray of the cervical spine was taken. The x-ray showed that the right side, c7 screw had backed out approx 6mm. To avoid complications, the plate was removed and a different plate was applied today (B)(6) 2010."